Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room following a syncopal episode. Initial review of device data indicated there were no high rate ventricular events recorded; pacing percentages were 54% and 1% for the right atrium and ventricle respectively. No additional adverse patient effects were reported. This system remains in service.